Event description:
A customer brought it to the rptr's attention that the decal is on upside down, therefore, if the spoon was filled to the 2 ml level it would actually contain 8 ml. Other spoons the rptr checked were labeled correctly.